Event description:
It was reported that during the patient's surgery an elevate anterior graft was opened and not used due to "thin bladder wall during dissection". It was noted that the physician decided to "perform a native tissue repair instead." It was also reported that the patient had an "indwelling catheter placed due to possible trauma to the bladder" which was resolved on (B)(6) 2015. The patient also experienced a moderate urinary tract infection. Medication was prescribed on (B)(6) 2015 and was considered recovering/resolving (adverse event is improving). There were no further patient complications reported as a result of the event. Related to manufacturer report #: 2183959-2015-00290.

Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated that the event was considered resolved/recovered with no sequelae on 08/03/2015. There were no further patient complications reported in relation to this event